Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and possible under delivery anomaly. The customer's blood glucose reading was 500 mg/dl. The customer took her pump tubing off and delivered 1.0 unit insulin and changed the site. The customer stated that her pump was not delivering the amount of insulin she input. Troubleshooting was performed. The insulin pump passed high pressure test. The insulin pump was not returned for analysis.